Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned, no investigation could be completed. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump was pumping air to the patient. They stated that the "bag empties 5-10 minutes early and that they are setting a dose". They stated that the pump was not alarming when the bag was empty. The initial reporter stated that the patient did not have any adverse effects due to the complaint, but did not provide any additional information. (B)(4).